Manufacturer narrative:
Continuation of d10: product ID tm91scs2 serial# (B)(6): product type accessory medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was this morning the pt felt like their legs were like led and they could hardly walk. The pt tried to get their therapy turned off but they were getting the message not found. Pt claimed they did some type of hard reset but they could not get it to turn therapy off. During call pt had the wireless recharger turned on while they were in the mystim app. Pt turned the wireless recharger off, closed all applications, and reset the communicator. Pt scanned the communicator serial number and was able to connect to therapy application. Pt went back to stating they woke up and their legs felt like led when it was ok yesterday; it felt like the legs were almost asleep and off because it was not humming or tingling for it felt heavy. On call pt changed from group c to b and it felt like it was in their belly and not in their back where they needed it. Pt said they will continue to adjust therapy settings.